Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was irritating a patient's cystic acne on her back. The patient's doctor advised her to remove the device to let her skin heal. Follow-up indicated that the irritation was healing.